Manufacturer narrative:
(B)(6). The device was returned for analysis. A visual inspection revealed the device have a detachment of the imaging window. The imaging window did not returned. A kink was observed in the sheath assembly from femoral marker to the proximal end. No other visual damages were observed along the device. The ilab system and mdu were use in order to perform testing in addition with the impedance analyzer. Impedance testing shows a wave form with presence of transmission line but very weak transduce. During image characterization testing, no image appeared in the ilab system. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 12/10/2019. It was reported that during use of an opticross hd imaging catheter, a dark image was displayed. The procedure was completed with another of the same device and no patient complications were reported. However, device analysis revealed a detached imaging window.